Event description:
In 2008, pt underwent the surgery with g3 long nail. In 2009, pt fell off his bicycle, however, he felt no pain. He went to hospital by way of precaution, and the surgeon confirmed that the nail and bone had not broken. At about 3 months later, the pt felt pain and the surgeon found nail was broken. However, the surgery is not planned for now. (Because the pt has no money).

Manufacturer narrative:
Device remains implanted. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.